Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). When reviewing similar reportable events for devices from the same device range, we have been able to conclude that this complaint is a third one that carries the allegation of body part entrapment while operating a safety side of the bed. One of the features of the contoura 1000/1080 bed is integral folding safety sides with width adjustment. The technique of proper lowering of the safety rails is presented in the product instruction for use which is provided with the device (IFU 746-129-4) in point 1.3.2: to lower the safety side, a release button should be pressed and the rails should be lowered towards the foot end. To raise the safety side, the top rail should be lifted up and towards the head until the latch engages at maximum weight. Based on the information collected to date, provided problem description and photographic evidence it would appear that the caregiver pinched her finger while lowering the safety side not according to instruction given in the IFU - when lowering the safety side, the user should operate the release button with one hand and secure folding movement of the rail with the other. The safety side should be supported all the time, avoiding risk of entrapment. Unfortunately, as informed in a complaint file, the caregiver did not expect the weight of the safety side and she was not able to support it. In summary, upon the conducted investigation we have confirmed that the device was checked and it was up to manufacturer's specification at the moment of event, no failure was found with a device. The event occurred while the caregiver was lowering the safety side, and this way and arjohuntleigh device played a role in the incident. It was used for patient's treatment at this time. Based on the performed investigation, it seems most likely that an adverse event occurred in relation to caregiver operating technique being not in line with instruction given by the manufacturer. The complaint was decided to be reportable to competent authorities based on the outcome - fracture of a ring finger. Given our findings it has been decided to provide feedback to the customer to make sure that a user manual is available and that the customer facility and if the staff is fully aware of its contents. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Arjohuntleigh received a customer complaint where it was indicated that the nurse was lowering the safety rail and she was "surprised by the weight of it" so she could not hold it back. In effect, her ring finger got trapped between the lowest rail and point of attachment of this rail. As a consequence she suffered open fracture of right ring finger.